Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was diagnosed with and hospitalized for peritonitis on (B)(6) 2014. There had been no reported fluid leaks during treatment prior to the infection. The reporting clinical manager stated that the episode of peritonitis may have been attributed due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and/or did not put on a mask. The date of the patient's discharge from the hospital is unknown at this time.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.